Manufacturer narrative:
MFR. Ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failure to alarm for downstream occlusions which was not reproduced. Downstream occlusion messages were found in the event history log. The downstream pressure plate gap was found out of specification. The device was reworked adn calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump fialed ot display the downstream occlusion message during biomed testing. It was also reportd there was no patient involvement.